Manufacturer narrative:
No svc call or examination of the sys was conducted. The customer replaced the sodium electrodes and chloride electrode tip. The customer reported in f/u that industrial strength (B)(6) was being used to clean the flow cell. This product could damage the electrodes and contribute to the event, however, the electrodes were not provided for examination and, therefore, it is not known if any damage was sustained. Accordingly, without an evaluation of the sys or parts, a clear root cause could not be determined; no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium and chloride results were generated by the synchron lx20 pro clinical sys. The sys calibrated and quality controls were within spec prior to the event. Erroneous results were reported out of the lab. The customer noted the erroneous results then recalibrated the sys and retested the erroneous samples on this sys and the facility's back-up sys. The retested results correlated between both sys and were within expectation. Six amended results were issued. The customer provided details relative to four samples. There is no report of any change to the pts' care or treatment and no report of any adverse event or need for medical intervention to prevent or preclude serious injury.